Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown contamination on the iso port, dust-like contamination the blower outlet seal, hair-like contamination on the blower housing. The device's downloaded event log was reviewed by the manufacturer and error code e-191. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. In the initial report b5 was mentioned incorrectly which should have been as mentioned below- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5105523). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles. Section d9, e1, g3, h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported an incorrect date in section b.3 as 03-jan-2022. The correct date for section b.3 is (B)(6) 2021